Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies found.

Event description:
It was reported that during the implant procedure, the physician could not get the lead through the valve. The tip of the lead appeared limp. The lead was not implanted. No patient complications have been reported as a result of this event.